Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2016. During the procedure, the liner was not able to be seated into the cup. To complete the procedure, a ceramic insert was used. No further information has been provided..